Event description:
It was reported that approximately 50 minutes into treatment with a polyflux 14l, the patient developed shortness of breath, dry rales were heard in both lungs and ¿scattered rashes¿. The patient was treated with promethazine (25mg intramuscularly ) and dexamethasone (5mg intravenously). The treatment was continued with "15uc". No additional information is available.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.